Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture. The device remains implanted.

Event description:
Additionally, healthcare professional reports right side cyst and calcification. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, red particles in the gel and shell. A visual and micro analysis was performed which identified: sharp broken, delamination of orientation dot (>75% total separation) and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening unit has no calcification. A delamination total of the orientation dot (cohesive failure).

Event description:
Healthcare professional reports right side rupture. Additionally, healthcare professional reports right side cyst and calcification. The device has been explanted.